Manufacturer narrative:
(B)(4). (B)(6).

Event description:
The customer received a questionable low ferritin elecsys g2 result for one patient sample from the cobas e 801 module. The initial result was 1.57 ng/ml and the repeat result was 43.2 ng/ml. The erroneous result was not reported outside of the laboratory. There was no allegation of an adverse event. The reagent lot number was 308327. The expiration date was requested but was not provided. The field service representative replaced the sample probe as it was dirty and performed an instrument check. The problem has not reoccurred.

Manufacturer narrative:
The calibration signals were within expectations. The qc results on the date of the event were within specified ranges. There is no indication of a reagent issue. The investigation was unable to find a definitive root cause.